Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported they are experiencing pain in their jaw, face and temples. Their teeth are sensitive, they have a gap when they close their jaw, and it is hard to chew. Provided hht&t tips and asked for bite video.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.